Manufacturer narrative:
Patient information not provided by reporter. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review ¿ manufacturing site: (B)(4). Manufacturing date: 17. Mar. 2008. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported the tip of the zero-p angled stardriver screwdriver broke while inserting a screw. The broken tip was retrieved within 10 seconds. No fragments remain in the patient and the procedure was completed successfully without harm to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the angled stardrive screwdriver t8 with sleeve (part 03.617.900 / lot 1828253) was received with a broken tip on the distal end of the drive shaft. This failure mode is consistent with the application of excessive torque. Replication of the returned device is not applicable since the part was returned broken. The returned condition agrees with the complaint description and so the complaint is deemed confirmed. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The driver is a component of the zero-profile (zero-p) anterior cervical interbody fusion (acif) system and is designed to be used in conjunction with an angled awl for hole preparation and screw insertion, if the patient¿s anatomy does not allow use of the straight instruments. For final tightening, only drivers compatible with a 1.2 nm torque limiting attachment (03.110.002.99) should be used. The technique guide cautions that, if the torque limiting attachment is not used, breakage of the driver may occur and could potentially increase risk to the patient. This complaint is consistent with the failure due to torque. Bench top testing established the failure torque of the angled driver to be 2.45 nm +/- 0.63 nm, which exceeds the torque necessary to engage the locking mechanism of the screws. Because the driver failed intra-operatively, it is likely the driver was being used for final tightening and a torque greater than the 1.2 nm required for locking was being applied. The angled driver is not designed or intended to be used for final tightening of the screws to engage the taper locking mechanism. A shaft for angled screwdriver with quick coupling (03.617.905) and torque limiting handle (03.110.002.99) can be utilized for angled final tightening of the screws when the patient anatomy does not allow for use of the straight instruments. The angled driver was likely used for final tightening. Final tightening should be performed with a driver compatible with the torque limiter. Without the torque limiter, excessive torque could be applied to the driver and cause it to break. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.